Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element (B)(6)clinical study. It was reported that patient experienced unstable angina. The target lesion was located in the left anterior descending artery. A 3.00x20mm promus element¿ drug-eluting stent was advanced to treat the lesion. The event was considered to be resolved. In (B)(6) 2016, the patient presented with unstable angina and was hospitalized on the same day. The patient was on aspirin, clopidogrel and atorvastatin. A week after, the patient was discharged.